Manufacturer narrative:
Device received with a blank display due to corroded battery tube. Unable to verify power loss alarm and perform the displacement test, sleep current measurement test, active current measurement test and self test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had power loss alarm. The blood glucose was unknown at the time of the incident. Customer does not want to troubleshoot instead looking to get pump replaced. The insulin pump will be returned for analysis.